Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the data and determined that this crt-d delivered anti-tachycardia pacing (atp) and six shocks. The first shock appeared to accelerate the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf); however, the sixth shock was able to convert it. Additionally, ts noted this crt-d recorded three pacemaker mediated tachycardia (pmt) episodes. One episode was atrial and sinus driven, and the other two were terminated by the pmt algorithm. Ts recommended the patient be evaluated by cardiology. This crt-d remains in service and no additional adverse patient effects were reported.